Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year. The event occurred in (B)(6). Although the reported air leak was confirmed via a submitted video, the cause could not be conclusively determined. A video submitted by the customer showed the pneumatic tubing adjacent to the pump cap had been reinforced with additional tubing and zip ties. The reported air leak was audible throughout the video. No housing or pneumatic tubing cracks were visible to the camera and the location of the leak could not be determined. The patient received a pump exchanged and was reported to be doing well following the procedure. The exchanged pump was retained by the hospital and unavailable for evaluation. The cause of the air leak could not be determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with biventricular paracorporeal assist devices. Approximately 1 year post-implant, it was reported that the left ventricle pump had an air leak in the fixed connection between the pump and the pneumatic lead, which is external to the blood pump and circuit. The patient was asymptomatic. There was no interruption in left ventricular support. The surgeon exchanged the pump without the need for cardiopulmonary bypass. The patient is reported to be doing well. No additional information was provided.